Event description:
Pt developed blisters after laser genesis treatment to post - surgical scars. Pt had received 3 previous laser genesis treatments in the same area with no reported adverse events. The laser operator changed treatment technique on the 4th treatment. Pt developed blisters after change in treatment technique.

Manufacturer narrative:
The pt had surgical intervention in (B)(6) 2010. The pt had 3 prior treatments with laser genesis with no report of adverse event. The technique used in treatments #1 - 3 was to keep the handpiece moving during the treatment while delivering the laser pulses. Cutera guidelines, training and treatment instructions for laser genesis is to keep the handpiece in constant motion to provide bulk heating of the tissue. The laser operator stated that it was recommended to her by another employee of (B)(6) surgery to use a treatment technique entitled "laser genesis special techniques," "scar revision." The instructions state "200 pulses per centimeter of linear scar." The laser operator stated she "would deliver all 200 pulses" to a "centimeter of scar" before moving to the adjacent area. It is unk where these instructions originated. The laser operator originally stated she had received the instructions from her employer who received the instructions from the cutera (B)(4). The cutera (B)(4) stated he did not give the instructions to the treatment provider. Cutera has requested further clarification from (B)(6) and hand surgery on where the treatment instructions originated. The laser operator denied that she had been trained by cutera in this treatment technique. The laser operator stated "the other esthetician suggested we use this protocol." The laser operator stated that she was "shown the movement and the area" and "told 200 pulses by the other esthetician." The laser was evaluated by cutera svc after the adverse event and found to be operating within spec. Cutera is waiting for (B)(6) surgery to respond with where the instructions for treatment originated.